Event description:
This report is being filed as a result of changes to our MDR eval process. We have changed our process to better align with current agency policy. Customer reported a return pressure too high alarm during a procedure on trima sn (B)(4). During the call, it became known that the donor experienced an infiltration at the vein access site. Three unsuccessful attempts were made to obtain a pt identifier and whether there was medical intervention. This report is being filed due to the potential for medical intervention.

Manufacturer narrative:
Fin (B)(4). Run data files were retrieved for analysis. The alarm "return pressure too high" occurs if there is a problem with the vein access site. When the alarm occurs, the operator is instructed to: "check the donor's access site. Verify that the needle is properly seated. Check for possible infiltration. If necessary, reposition the needle to ensure proper placement in the donor's vein. "The system operated as intended and the operator took appropriate action to end the run and remove the donor due to problems with the vein access. The available info indicates that the infiltration was minor. The machine was alarming appropriately with a return pressure alert during the run, requiring operator action. Operator's manual 777820-995 (2002/6) pg. X, item 30: "the draw/return pressure sensor is not intended to detect all infiltrations of the vein. Rigorous attention should be paid to proper venipuncture site selection and decontamination." Root cause: infiltration likely related to poor vein puncture and/or not monitoring puncture site adequately.